Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test, battery out limit and blank display. Customer's blood glucose at time of incident was unknown. Customer was advised that we will send replacement battery cap. Customer was advised to monitor pump.